Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure or if there was any impact to patient care. Patient involvement was not reported. Patient or user harm was not reported. This event was recorded in a complaint number 03434216. A field service engineer evaluated the device and determined that the backup battery required replacement. The field service engineer replaced the backup battery to resolve. Device was tested and confirmed operational.

Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure or if there was any impact to patient care. Patient involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 03-may-2021 to 03- may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly shut down during a procedure. A field service engineer powered down the system and disconnected the battery. Replaced the device battery to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system unexpectedly stopped responding, shutting down during a procedure and they need to check the station to identify if it's a hardware, software issue, or battery malfunction. Customer did not disclose the nature of the procedure. There was no patient harm. There were no adverse events or injuries reported based on this incident.